Event description:
A female pt reported experiencing an ocular burning sensation about 1 1/2 hours after applications of her lenses. She had previously disinfected her lenses using the 3% hydrogen peroxide disinfecting solution (the pt is unsure if she used a neutralizing tablet.). The pt removed her lenses and rinsed her eyes, however, her ocular irritation persisted so she sought medical treatment. She was examined and the physician reportedly diagnosed a corneal burn and prescribed bacitracin sterile ophthalmic ointment for 3 days, to be applied once daily at night. The MFR has been unable to verify medical treatment with the treating physician.